Event description:
Clinical study. It was reported that after a coronary artery stenting procedure, the patient experienced a "brain bleed". The lesion being treated was a 4.0mm, 90% stenosed, 16mm long portion of the mid right coronary artery (mid rca). The physician treated the target lesion with pre-dilatation and placement of a 4.0 x 24mm taxus liberte study stent. There was no residual stenosis following post-dilatation. There were no reported complications and the patient was discharged the next day on protocol doses of aspirin and clopidogrel. The event date was not reported, but the site was informed that the patient reported a hospitalization for a "brain bleed". Additional information has been requested, but is not available.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.